Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device¿s probe blade tip broke at the first activation. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.